Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 2 to address the complaint for the instrument(s) not manipulating properly. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate the reported failure, gripping issues. The usm was tested on an in-house system and passed normal mode. The usm was also tested on a patient side cart fixture test platform (pftp) and passed the direction test, lissajous, chip encoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the system's universal surgical manipulator (usm) was having some trouble. The customer stated they replaced the drape and changed out the instrument with no resolve. The system logs did not reflect any related information. The customer elected not to troubleshoot and continued the procedure with the other usms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.